Event description:
A patient reported experiencing inaccurate erratic results with a one touch ii meter. The patient's blood glucose results were 51 and 110 mg/dl. Tests were done within 10 minutes with a difference of 52 mg/dl. Patient did not experience any adverse events. No further information has been reported. Note: however customer got reading of 51 with a strip that had been stored outside of vial, and 110 with strip that had been stored properly.